Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by weakness, loss of appetite and pain. The patient was diagnosed with peritonitis while hospitalized for multiple unrelated events. The cause of the peritonitis was unknown. The patient was treated with unknown intravenous antibiotics for the peritonitis event. Five days after admission, the patient was discharged from the hospital. Sixteen days after discharge the patient was placed in hospice care. At the time of this report, the patient was recovering from the peritonitis event. It was reported dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported during follow up the patient passed away. The cause of death was reported to be due to end stage renal disease. It was reported that pd therapy was discontinued ten days prior to the time of death. It was not reported if the patient had recovered from the peritonitis event prior to the time of death. Should additional relevant information become available, a supplemental report will be submitted.